Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to no sound. Service evaluation verified the symptom. The cause was identified to be a faulty rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to an intermittent keypad. Service evaluation verified the symptom the cause was identified to be a faulty keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had no sound and the keypad was intermittently working. There was no patient involvement. No additional information is available.